Event description:
Boston scientific received information that there was cross-talk noticed on this patient¿s electrogram after newly implanting this implantable cardioverter defibrillator (ICD). Test measurements also indicated the right ventricular (rv) lead might have dislodged as r-waves were less than 5mv. Fluoroscopy was checked and while the rv lead appeared to be in the same place, the physician decided to reopen the pocket and reposition the rv lead. After repositioning, testing showed acceptable measurements and no further cross-talk. It was noted that while originally implanting the lead, the physician had to reposition it multiple times as there was trouble retracting the helix due to an issue involving the connector tool. The ICD and rv lead continue to remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.